Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran low. The blood glucose reading was 48 mg/dl. The customer treated with food and brought the blood glucose back up to 142 mg/dl. The drive support cap appeared normal and recessed. The customer declined troubleshooting for these issues. The insulin pump was not returned or replaced.